Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported in a journal article that a patient underwent a retroperitoneal laparoscopic partial nephrectomy on an unknown date and suture was used. The patient may have experienced bleeding after unclamping and was transfused. The patient may have been converted owing to bleeding from the tumor bed. Post-operatively, the patient may have experienced atelectasis. The patient may have developed a fistula with a double-j stent performed. The patient may have experienced delayed hemorrhage after 16 days with angiographic findings showing renal artery pseudoaneurysm which required selective angioembolization (sae). The patient may have experienced bleeding on post op day 1 and required a blood transfusion. No additional information was available.